Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 489mg/dl. It was stated that the customer attempted to bolus several times, but her glucose level did not drop. It was stated that the customer had nausea and vomiting. Troubleshooting was performed. The infusion set was changed a few hours before going to the hospital. The daily totals matched to bolus and basal. Ran a fixed prime test and the insulin exited. Performed a displacement test and passed. It was found that there was blood at the site when the customer was admitted. No further information was provided.